Manufacturer narrative:
B)(4). Results: product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood on the outer member and on the balloon. There was thick dried white contrast in the inflation lumen and in the balloon. The stent implant was dislodged from the balloon and returned on the stylet with the protective sheath. The middle portion of the stent implant was stretched and flared. The distal and proximal end of the stent implant were not damaged. The balloon had loose folds. There were a few crimp marks noted on the balloon where the stent implant had been between the markers. There were no other damages noted to the sds. The tip seal length was measured and met mfg criteria. The tip seal length was 1mm. Using a snap gauge, the outer diameters of the stent implant were measured. The middle portion of the stent implant was not measured due to the damage. The distal and proximal outer diameters met mfg criteria. The inner diameter of the protective sheath was measured with a pin gauge. Product performance engineering reviewed the incident information and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. Although the anatomical conditions were not reported, failure to advance is not often associated with a product quality deficiency and is likely related to the operational context of the procedure. Quality assurance technician analysis of the returned product noted blood visible on the outer member and balloon, which is consistent with handling of the product. There was thick dried contrast in the inflation lumen and balloon, which is consistent with preparation of the product. The stent was dislodged from the balloon and returned on the stylet with the protective sheath. The middle portion of the stent was stretched and flared. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The distal and proximal outer diameters of the stent were measured and met mfg criteria. The middle measurements could not be measured due to the damage noted. The inner diameter of the protective sheath was measured and met mfg criteria. Possibly during the attempt to cross the lesion, the stent may have interacted with the lesion/anatomy and became damaged on the balloon. The damage may have disrupted the stent during retraction, and subsequently contributed to the stent dislodgement. However, it is unk when exactly the stent may have dislodged. Follow up info rec'd from the account was unable to provide any further info. The reported failure to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the noted stent dislodgement could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records for this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the xience stent delivery system (sds) device did not cross. There were no reported adverse pt effects. No add'l info is available. This is being reported based on the returned product eval which revealed a stent dislodgement.